Event description:
(B)(6). Incident: iris-adjusting post fell from fiber optic headlight optic into patient's body cavity. Post was retrieved from patient. Headlight has just been received from facility action taken by facility: hospital has filed an internal report.

Manufacturer narrative:
Manufacturing work order now includes the addition of lock tite on iris-adjusting post to all headlights with 100% inspection of units prior to shipment.